Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 6fr sheath was returned within its original sterile packaging. No visual anomalies were noted. Light optical examination of the fuse joint revealed the sheath to exhibit evidence of a complete circumferential fuse. Dimensional examination: the inner diameter of the tip was found to be within dimensional spec. Pull test force was measured at the fuse joint of the returned brite tip sheath using the instron: test results revealed the fuse to be within cordis specs. Cross-sectional analysis, performed to examine the fuse joint of the pull tested sample, demonstrated a circumferential separation of the brite tip material. A second sample from the same lot number was also cross-sectioned and no anomalies were found. A lot history review revealed that no other complaints of this nature have been rec'd for the products from this sterile lot number. Thermogravimetric (tga) analysis was performed on a sample from the same lot number and no significant difference was found in the material of the returned sample and a control sample. Differential scanning calorimetry analysis (dsc) of the brite tip revealed similar thermal history and melting profiles. In response to reports such as this, cordis initiated a voluntary product recall per the attached letter.

Event description:
The tip of the brite tip sheath separated from the sheath in the pt.